Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c4000 processing module for one patient. The customer replaced the reagent, performed calibration, and repeated the sample which generated a normal result. The following data was provided: customer¿s normal range: 0.2 to 1.2 mg/dl patient 1: initial result: 1.26 mg/dl, repeat result = 0.5 mg/dl. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated total bilirubin result generated on the architect c4000 processing module for one patient. The customer replaced the reagent, performed calibration, and repeated the sample which generated a normal result. The following data was provided: customer¿s normal range: 0.2 to 1.2 mg/dl. (B)(6): initial result = 1.26 mg/dl, repeat result = 0.5 mg/dl . There was no impact to patient management reported.

Manufacturer narrative:
Section d10: concomitant product: cc bilirubin cal(6x5ml),01e66-05,24908fd01 was removed. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 65437uq12 and the complaint. Labeling was reviewed and sufficiently addresses the customer's issue. The customer performed troubleshooting by replacing the reagent with a kit of the same lot, recalibrating the assay, and repeating the sample, which generated a normal result. The quality control value was within range. Based on our investigation, no systemic issue or deficiency was identified with the total bilirubin reagent, lot number 65437uq12.